Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # l55a5m. The analysis results found that the atw35 device was received with a tr35w cartridge loaded on the device unfired and in good visual conditions. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic esophagectomy, it was found that the original white cartridge was loosely being loaded on the device at the 1st firing when the device approached to the azygos vein. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep confirmed that the cartridge was properly loaded on the device.